Event description:
Pt underwent carotid endarterectomy 3/28/96. Post-op course unremarkable and discharged to home 3/30/96 at 11:46 am. Readmitted 3/31 at 1:08 through emergency dept for bleeding. Taken to or and found ruptured graft and large blood loss. Physician feels rupture due to staples and applier system that were being trialed.